Event description:
Customer reported that the pump battery would not charge and noted power source alert 07 in pump history when issue began. Despite not changing charging supplies, with tandem wall adapter and charging cable available, pump eventually began charging without additional intervention. There was no adverse impact to customer's blood glucose level, and no further assistance was needed.